Manufacturer narrative:
Product analysis: analysis confirmed the customers comment as the glass of the programmer touch screen was broken. It was also noted that the left lower display hinge was cracked from the upper housing. The keyboard was also cracked. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen of the programmer was broken. The programmer was returned for service. There was no patient involvement.